Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. Log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6) 2018. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. In december 2016 dräger has issued a safety notice to introduce a new software which reduces the impact of this special error condition. In case of a ¿poti unplugged¿ condition the device will continue to ventilate with the last valid settings. The concerned competent authorities have been informed when this action was started. The affected device has now been updated with the new software.

Event description:
It was reported that the device was used for patient transport. Device was working fine, but after moved to the elevator, user noticed that device did not work and message "device failure" was on display. Patient moved back to ICU and started manual ventilation. So there was short pause with patients ventilation. There were no patient consequences reported.